Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via senior inbox that customer had low blood glucose of 50 mg/dl and sensor was able to detect it. Customer was happy with sensor and declined transfer to helpline.